Manufacturer narrative:
Ous MDR.

Event description:
Our MDR - after an implantation time of about 13 months, an insulation defect with sparkover at shock delivery was reported. No deterioration of the patient's state of health was reported.

Manufacturer narrative:
During the analysis of the lead, fraying of the insulation was noted in the proximal zone of the lead, as well as fraying of the coating of the rope conductor to the rv shock coil at just that site. Indications of an electrical sparkover were visible on the rope conductor. The analysis did not indicate a material defect or manufacturing error. Rather, the damage manifestation points toward significant mechanical stress during the operating time. The position and characteristics of the fraying lead to the assumption of a simultaneous occurrence of strong pressure of the lead onto the ICD housing and friction at the ICD housing. X-ray images or diagnostic images of any other kind, which could provide information on the positional relationships of the implanted system in the body, were not available for analysis. The damage to the proximal shock coil is probably a result of the explantation process.